Event description:
A report was received that states that the inflation line of the tracheal tube developed a leak and required replacement after an unk amount of time in situ. There was no report of incident related medical sequelae.

Manufacturer narrative:
Device evaluation: the suspect device was received for evaluation. Upon pressurization, a cuff leak was observed. The pilot balloon tube was found to have a nick in it near where it enters the main body tubing. The nick had a smooth surface and went through the wall and into the interior air pathway. Visual examination of the nick found the physical characteristics to be consistent with the device having come in contact with a sharp instrument. Manufacturing performs a 100% inflation test and had the issue been there at that time, it would have been detected. There was no evidence found to suggest the event was caused from a intrinsic defect in the product.